Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, advancement difficulties were encountered. The lesion being treated was located in the left a-v shunt. The transend guide wire was introduced and crossed the lesion, however, attempts to advance a sterling balloon catheter over the guide wire were unsuccessful. The physician noted that the "wire's coating came off and banked". The procedure was completed with a non-bsc device. No patient injury or complications were reported. The patient's condition was reported as "no problem". Additional information has been requested, but not received.